Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The blood glucose level was high and the patient was treated with correction bolus via multiple daily injection (mdi) the patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011317 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011317 was manufactured according to the work instruction (wi) version 29 and manufactured in the line 1 on 29/jan/2025, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4l05191 was manufactured according to the wi version 65 and manufactured in the machine sc07, on 04/dec/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4l05202 was manufactured according to the wi version 65 and manufactured in the machine sc07, on 05/dec/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5a03864 was manufactured according to the wi version 66 and manufactured in the machine sc07, on 20/jan/2025, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5a01362 was manufactured according to the wi version 66 and manufactured in the machine sc07, on 08/jan/2025, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4k04685 was manufactured according to the wi version 65 and manufactured in the machine sc07, on 24/oct/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5a01369 was manufactured according to the wi version 66 and manufactured in the machine sc07, on 18/jan/2025, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4m01882 was manufactured according to the wi version 65 and manufactured in the machine sc07, on 10/dec/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.